Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2016-00861. (B)(4). Approximate age of device ¿ 6.5 months. The explanted pump was returned for investigation. Upon disassembly of the returned pump, non-laminated depositions were present in the outlet stator. The depositions were not adhered to the bearing ball or the stator blades, lacked lamination, and lacked denaturing. Although their origin and a duration of time in which they were present in the pump cannot be conclusively determined, the deposition did not appear to have originated in this location. Examination of the body of the rotor showed contact marks on the outlet bearing cup and cone section on the outlet side. These marks would have most likely been the result of a deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning. Examination of the remaining blood-contacting surfaces revealed no depositions. The deposition could have contributed to the reported elevation in lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while in the hospital for treatment of a driveline infection, the patient's lactate dehydrogenase (ldh) level was found to be greater than 1000 u/l with an inr of 2.1. In response, the patient was started on integrilin, heparin and plavix. The patient's ldh decreased temporarily, but then rose again to 2000 u/l despite the anticoagulation medication. An echocardiogram found no obstructions and the left ventricle was offloading well. The patient's aortic valve had been sewn shut during the original implant. The pump parameters were reported to be normal. The patient underwent a pump exchange on (B)(6) 2016 for suspected thrombus.